Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the orif surgery for right proximal humeral fractures by using the multiloc humeral nail system. During the surgery, the nail was inserted more laterally than usual and the distance between the multiloc screw head and the nail was closer. The surgeon drilled using the drill bit at hole-a successfully. When drilling at hole-b, the surgeon drilled excessively and hit the nail which was broken. The surgeon left the fragment (about 2 cm) in the patient¿s body and completed the surgery without any surgical delay. No additional surgery is planned for the patient. No further information is available. This report is for one (1) 8mm ti multiloc prox humeral nail/right/cann/160mm-ster. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot; part number: 04.016.034s; lot number: 25p2546; manufacturing site: mezzovico; release to warehouse date: jan 24, 2020; expiry date: jan 1, 2030. A manufacturing record evaluation was performed for the sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.